Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. It was mentioned that when the faradrive sheath was inserted using the versacross dilator, the access was difficult without using fluoro. Thus, the physician decided to use fluoro and it was noted that the sheath was advancing up a different branch in the groin that the wire was. The wire was noted kinked. When all the device was removed for examination, the tip of the dilator was broken. No damage was noted to the sheath. Dilator was broken roughly 90% around but still connected by the remaining 10%, which occurred due to user handling. The faradrive sheath was not visualized under fluoro during insertion at the groin. Sheath did not follow the wire up the same venous branch at the groin causing the wire to kink and tip of dilator to fracture. Thus, the dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return as disposed.

Manufacturer narrative:
The reported allegation was confirmed based on review of media provided. Based on the information available, it is considered most likely that the advancement of the sheath and dilator up the incorrect branch led to the kink (as detailed in the gfe) which led to the dilator being damaged as the tip of the dilator was attempted to track through the kink. Further user handling may have worsened the damage based on the gfe stating that the dilator damage "occurred due to user handling" although this may have also referred to the attempted advancement over the kink. Factors that may have contributed to the dilator and sheath initially advancing up the incorrect branch include patient anatomy and physician technique. The dilator is considered unlikely to have left the manufacturing facility with the damage as the dilators undergo 100% tip inspection. Updates to field b5 describe event or problem with new information obtained.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. It was mentioned that when the faradrive sheath was inserted using the versacross dilator, the access was difficult without using fluoro. Thus, the physician decided to use fluoro and it was noted that the sheath was advancing up a different branch in the groin that the wire was. The wire was noted kinked. When all the device was removed for examination, the tip of the dilator was broken. No damage was noted to the sheath. Dilator was broken roughly 90% around but still connected by the remaining 10%, which occurred due to user handling. The faradrive sheath was not visualized under fluoro during insertion at the groin. Sheath did not follow the wire up the same venous branch at the groin causing the wire to kink and tip of dilator to fracture. Thus, the dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return as disposed. It was further confirmed that the mechanical guidewire 0,035 j wire got kinked. No damage was noted to the sheath. Dilator was broken roughly 90% around but still connected by the remaining 10%, which occurred due to user handling. The faradrive sheath was not visualized under fluoro during insertion at the groin. Sheath did not follow the wire up the same venous branch at the groin causing the wire to kink and tip of dilator to fracture.

Manufacturer narrative:
The reported allegation was confirmed based on review of media provided. Based on the information available, it is considered most likely that the advancement of the sheath and dilator up the incorrect branch led to the kink (as detailed in the gfe) which led to the dilator being damaged as the tip of the dilator was attempted to track through the kink. Further user handling may have worsened the damage based on the gfe stating that the dilator damage "occurred due to user handling" although this may have also referred to the attempted advancement over the kink. Factors that may have contributed to the dilator and sheath initially advancing up the incorrect branch include patient anatomy and physician technique. The dilator is considered unlikely to have left the manufacturing facility with the damage as the dilators undergo 100% tip inspection.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. It was mentioned that when the faradrive sheath was inserted using the versacross dilator, the access was difficult without using fluoro. Thus, the physician decided to use fluoro and it was noted that the sheath was advancing up a different branch in the groin that the wire was. The wire was noted kinked. When all the device was removed for examination, the tip of the dilator was broken. No damage was noted to the sheath. Dilator was broken roughly 90% around but still connected by the remaining 10%, which occurred due to user handling. The faradrive sheath was not visualized under fluoro during insertion at the groin. Sheath did not follow the wire up the same venous branch at the groin causing the wire to kink and tip of dilator to fracture. Thus, the dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return as disposed.